Event description:
It was reported that a malfunction occurred with the pump, displaying a malfunction code 16-0x20e6. There was no reported impact on the customer's blood glucose level, as the customer declined to share this information. The pump was still under warranty, and the customer was informed that a replacement pump would be sent. The customer was instructed to return the problematic pump within ten days using the provided pre-paid label and return box, though the backup therapy details were not disclosed.